Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported guide break (black sheath disconnected from the metallic port) was confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a heavily calcified common femoral artery was attempted using a proglide device with a 6fr sheath, after a procedure to dilate the left renal artery. Reportedly, the proglide black sheath disconnected from the metallic port. The black sheath was easily removed from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. The patient had an extended hematoma covering the thigh area, which was treated with surveillance. There was a reported clinically significant delay in the procedure. No additional information was provided.